Event description:
Reporter alleged obtaining discrepant blood glucose values of hi (greater than 600 mg/dl) back to back with a result of 100 mg/dl when tests were performed minutes apart on the advantage system. Reporter stated, he was experiencing hypoglycemic symptoms at the time of testing and self treated with food. No other actions were reportedly taken or treatment was received. A request was made for the return of the suspect device, and replacement product was sent.